Event description:
It was reported that this right ventricular (rv) lead was explanted due to low amplitudes. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Detailed analysis did reveal the insulation bunched and conductors deformed associated passing through a constricted area.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to low amplitudes. This lead was subsequently returned for analysis. No additional adverse patient effects were reported.